Event description:
When the patient went into an electronics store, he felt a buzzing coming from the pump; he mentioned that it felt like a buzzing from 9 volt battery on your tongue. The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.